Event description:
According to the reporter, during video assisted thoracoscopic lobectomy procedure, the tissue left itself and slips through the jaws of the device while firing in the parenchyma tissue. The tissue did not close properly and bleeding was seen. The triggers was blocked/locked also, it can be pressed but nothing was happening on firing. No patient injury has been noted.